Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (lot: va2r2f8018); product type: 0200-lead; implant date: (B)(6) 2023; explant date: (B)(6) 2024. Brand name: vectris surescan; product ID: 977a260 (lot: va2rg55013); product type: 0200-lead; implant date: (B)(6) 2023; explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) and a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was a planned lead revision due to the patient falling back in (B)(6), but the patient told the rep that their recharger wouldn't hook up to their ins and they thought the ins was damaged at that time as well. The surgeon decided to replace the leads and ins today ((B)(6) 2024).

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#: va2r2f8018, implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: lead, product ID: 977a260, lot#: va2rg55013, implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from the manufacturer representative (rep). Rep reported, that the patient discarded the implant and the leads. There are no plans for these devices to be returned.